Event description:
During a routine fitting session, affected channels were observed. An incident of accident or trauma is unknown. No trauma or accident reported . No swelling or redness at the implant site. The recipient has been reimplanted. The device has not been received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During a routine fitting session, affected channels were observed. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting session, affected channels were observed. Recipient is bilaterally implanted and previously had good hearing performance. No trauma or accident reported . No swelling or redness at the implant site was observed. The recipient has been re-implanted on (B)(6) 2019.